Manufacturer narrative:
H3. Evaluation summary: the condition reported has been confirmed based on the actual device returned. Visual examination of the sample showed a longitudinal crack along the scale from the 5ml mark to the 17ml mark. Analysis of complaint data over the past years reveal that cracked syringe barrel complaints occur at consistent low level in relation to the total volume of syringes produced. A review of our records shows that no other incidents have been recorded for this condition and lot number.

Event description:
Hairline crack found in the barrel of the syringe causing leakage.